Event description:
It was reported that the patient presented to the emergency department for heart failure symptoms. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. The patient did not have any symptoms related to the oversensing. Programming changes were made on the device. Patient was stable.